Event description:
It was reported that the 9800 system intermittently would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were re-seated and the voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.